Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hip revision surgery due to malunion and femoral neck collapse. The surgeon removed one (1) femoral neck system plate, one (1) femoral neck bolt, one (1) antirotation femoral neck screw, and one (1) 5mm ti locking screw. The original procedure date is unknown. The hardware was removed with no issues. The patient was then implanted with a hip hemi arthroplasty. The procedure was successfully completed. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: batch number 51p7962 corresponds to the nonsterile subcomponent art# 60123890. Product code: 60123890, lot number: 51p7962, manufacturing site: grenchen, release to warehouse date: 04. May 2020. A manufacturing record evaluation was performed for the part# 60123890 lot number# 51p7962 , and no non-conformances were identified. A DHR review could not be performed for this pi. There is no record of the is part number or lot number ever having been manufactured by the monument facility. Please reassign this task to the correct group. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.